Manufacturer narrative:
Concomitant medical products: 693165 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they received a shock. Patient also reported ¿some adjustments¿ were made after the event; however, the patient could not verify if the intervention was related to the right ventricular (rv) lead or implantable cardioverter defibrillator (ICD). Follow-up with the clinic did not yield clarification regarding this event. The rv lead remains in use. The ICD was explanted and replaced two years after the patient reported date of the event. No further patient complications have been reported as a result of this event.